Event description:
It was reported that the patient experienced edema and hematoma (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and th patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 11, 2022.

Manufacturer narrative:
Correction d6b: the correct date of explant is on (B)(6) 2023; not on (B)(6) 2023 as previously reported. This report is submitted on august 04, 2023.